Event description:
It was reported by the user that an ilet device became stuck on the unlock screen after insulin was paused for a shower, preventing the user from resuming insulin delivery until the device was restarted through the ilet mobile app, after which functionality returned, and the user resumed insulin. Investigation included technical support troubleshooting. Further investigation of this case revealed that device performance was restored following a user-initiated restart via the mobile application. No reported symptoms or adverse clinical effects during the event. Outcomes included no reported impact to health and no need for medical intervention. It was concluded that the event was consistent with a transient device user interface malfunction that resolved with restart, with no injury reported.